Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to upgrade procedure, the physician interrogated the device, noise was noted on the atrial lead. The atrial lead was capped and replaced and would not be returned. The patient did not experience any adverse consequences.